Manufacturer narrative:
The stylet was returned for evaluation. Minor blood particulates were noted. Only hub of the cannula was returned. The hub was observed to be cracked. The shaft of the cannula was missing. Stylet was returned and no issues were observed. The hub was observed to be cracked. This is likely due to excessive stress applied to the hub. Per event details, the needle was used in a femoral head. It was attempted to be redirected into the joint for injection without a stylet inside. Per IFU, it states the following: the arrow® oncontrol® bone marrow aspiration system is intended for bone marrow aspiration of the iliac crest of adult and pediatric patients. The arrow® oncontrol® bone marrow biopsy system is intended for bone marrow core biopsy of the anterior or posterior iliac crest of adult patients. The unit was used in a location not intended per IFU. Additional information was requested from the account. A response was received. The needle was very deep in the anatomy. The driver was attached to pull back the unit that caused the hub to snap. Procedure was aborted due to this event and was sent to the ER for needle removal. No surgical noted were provided on the status of the needle removal. Angiogram images (i.e four images) of the issue sent by the account were reviewed. It can be noted that a significant amount of the cannula embedded inside the anatomy with a small piece separated. The fourth image shows a piece of the shaft separated and bent that cannot be confirmed if it's the cannula as it appears rotated in a different direction. No clarification on the images were provided. Supplier was notified of the complaint and device history record review was requested. A manufacturing record review was not completed as no lot number was provided by the account. Based on the information, the most likely root cause of the issue is user error.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported: aspiration needle broke during procedure. Physician was in the femoral head and trying to redirect the needle into the joint for an injection. He was doing this without the stylet in. Physician stated the needle was very deep at the time, and when he attached the driver and attempted to pull back, it snapped at the hub. Patient sent to ER for needle removal.